Event description:
A customer reported that the coulter lh500 hematology analyzer leaked a few drops of fluid from the probe wipe block after backwash. The customer stated that the leak occurred when running retic quality control and did not occur in automatic mode. The customer was wearing a lab coat and gloves at the time of the occurrence. There was no report of injury or exposure to open wounds or mucous membrane, and medical attention was not sought. The customer has material safety data sheet (msds) and an exposure control plan in place at the facility. The customer stated that no patient results had been affected. Beckman coulter field service engineer (fse) observed that the port 2 of rinse block was not lining up with probe internal rinse port and noted incomplete computation of abnormal ii control differential. The fse adjusted the rinse block assembly set screw, resolving the issue. The fse verified the repair per established procedures, and the results met the published performance specifications.

Manufacturer narrative:
(B)(4).